Manufacturer narrative:
(B)(4). Siemens completed a detailed technical investigation of the reported event. The investigation revealed a sporadic software issue. Further action will be taken to address the issue. A technical solution will be provided to resolve the software issue. If this software issue and technical solution are determined to be reportable as a corrective action, the appropriate steps will be taken to notify regulatory authorities and any affected customers. Customer address: (B)(6).

Event description:
It was reported to siemens that a topogram (low dose overview scan) of a (B)(6) year old child had to be repeated due to a system malfunction. No adverse health consequences to the patient were reported; however, the patient received an additional x-ray dose due to the need for rescan. This event has been reported with an abundance of caution. The reported event occurred in (B)(6).